Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone insulation came off of the hemopro 2 jaws. Nothing fell into the pt and on intervention was required. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire separated from the jaw. There was no damaged to the silicone boots. Based upon the received condition of the device. The reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).